Event description:
The following event had occurred at 2:22 pm on (B)(6) 2016: a resident (end-user) was in the common area, going to a planned activity. She arrived at the activity, and tried to sit on the rollator's seat. The wheel fell off the unit, causing the resident to miss the seat and fall on her shoulder on the tile floor. The following injuries allegedly occurred: the resident (end-user) fractured her humerus. The injured party was treated at a hospital/clinic, and released. The facility said that there was one other person present at the time the incident had occurred - the activity director. The product has since been taken out of use.